Manufacturer narrative:
(B)(4)

Event description:
It was reported that a doctor had changed the basal rates and that is why the blood glucose ran high. The customer declined the high pressure test due to the problem being resolved when a doctor changed the basal rates again.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call experiencing high blood glucose but not receiving an alarm from the insulin pump. Blood glucose value was 21.5 mmol/l. The drive support cap is recessed. The tubing had no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. Customer was advised to treat with insulin pen and change the entire infusion set and reservoir. The high pressure test was not performed since the customer did not have a tubing clamp. Customer would call back to complete troubleshooting.